Event description:
It was reported that the device went to elective replacement indicator (eri) and premature battery depletion is suspected possible due to high outputs. It was also reported that the chronic left ventricular (lv) lead had high thresholds. The device was explanted and replaced, the chronic lv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.